Event description:
It was reported that during the first month post-operatively, the prosthesis was cycled a few times in the office without difficulties and with normal functioning. After 40 days following the procedure, the patient was advised to cycle at home, also with normal functioning. About a week ago it started to malfunction. The pump, when squeezed, emptied but would not refill, remaining empty and preventing the use of the prosthesis. An MRI was performed which showed the reservoir with fluid, without signs of extravasation, which indicated that the issue was most likely with the pump. The ipp was removed. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder had a hole and a leak from sharp instrument in the distal of the cylinder. This cylinder had wear at a fold in the middle of the cylinder. This cylinder had adhesive on the surface of the outer tube of the distal end of the cylinder. The second cylinder passed visual inspection and there were no visual damages or abnormalities found. This cylinder passed the leak test. The pump had trimmed kink resistant tubing (krt) to the reservoir prior to functional testing. The pump did not pass deflation testing or and activation testing. Based on the information available and analysis results, the reported clinical events of mechanical issue and flat pump were confirmed. It can be concluded that pump not passing the deflation and activation tests were the most probable cause of the complaint and the cause was traced to component failure.

Event description:
It was reported that during the first month post-operatively, the prosthesis was cycled a few times in the office without difficulties and with normal functioning. After 40 days following the procedure, the patient was advised to cycle at home, also with normal functioning. About a week ago it started to malfunction. The pump, when squeezed, emptied but would not refill, remaining empty and preventing the use of the prosthesis. An MRI was performed which showed the reservoir with fluid, without signs of extravasation, which indicated that the issue was most likely with the pump. There were no patient complications.

Event description:
It was reported that during the first month post-operatively, the prosthesis was cycled a few times in the office without difficulties and with normal functioning. After 40 days following the procedure, the patient was advised to cycle at home, also with normal functioning. About a week ago it started to malfunction. The pump, when squeezed, emptied but would not refill, remaining empty and preventing the use of the prosthesis. An MRI was performed which showed the reservoir with fluid, without signs of extravasation, which indicated that the issue was most likely with the pump. The device was removed. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder had a hole and a leak from sharp instrument in the distal of the cylinder. This cylinder had wear at a fold in the middle of the cylinder. This cylinder had adhesive on the surface of the outer tube of the distal end of the cylinder. The second cylinder passed visual inspection and there were no visual damages or abnormalities found. This cylinder passed the leak test. Both 2.0cm cx/lgx passed visual inspection and there were no visual damages or abnormalities found. The pump had trimmed kink resistant tubing (krt) to the reservoir prior to functional testing. The pump did not pass deflation testing or and activation testing. Based on the information available and analysis results, the reported clinical events of mechanical issue and flat pump were confirmed. It can be concluded that pump not passing the deflation and activation tests were the most probable cause of the complaint and the cause was traced to component failure.

Event description:
It was reported that during the first month post-operatively, the prosthesis was cycled a few times in the office without difficulties and with normal functioning. After 40 days following the procedure, the patient was advised to cycle at home, also with normal functioning. About a week ago it started to malfunction. The pump, when squeezed, emptied but would not refill, remaining empty and preventing the use of the prosthesis. An MRI was performed which showed the reservoir with fluid, without signs of extravasation, which indicated that the issue was most likely with the pump. The device was removed. No patient complications were reported.

Manufacturer narrative:
Correction: d6b explant date added. Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder had a hole and a leak from sharp instrument in the distal of the cylinder. This cylinder had wear at a fold in the middle of the cylinder. This cylinder had adhesive on the surface of the outer tube of the distal end of the cylinder. The second cylinder passed visual inspection and there were no visual damages or abnormalities found. This cylinder passed the leak test. Both 2.0cm cx/lgx passed visual inspection and there were no visual damages or abnormalities found. The pump had trimmed kink resistant tubing (krt) to the reservoir prior to functional testing. The pump did not pass deflation testing or and activation testing. Based on the information available and analysis results, the reported clinical events of mechanical issue and flat pump were confirmed. It can be concluded that pump not passing the deflation and activation tests were the most probable cause of the complaint and the cause was traced to component failure.